Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer. The steris service technician inspected the washer and found the unit to be operating properly. The technician ran a test cycle and was unable to duplicate the reported event; no water leaks were noted. The steris service technician observed the facility's loading practices and found that the washer baskets were being overloading with larger instruments, such as hospital bed pans, causing the reported issue. By overloading the washer baskets, water pressure from the washer spray arms was redirected to the unit's door seal, overwhelming the seal and leaking onto the floor. The technician informed user facility personnel of the proper loading practices, and was informed the facility has not experienced any additional leaks. The washer was installed in 1995 and is under steris service contract.

Event description:
The user facility reported that water was leaking from their washer. No report of injury.